Manufacturer narrative:
A philips bench technician evaluated the device. The device passed all performance verification testing. The event strips were reviewed and three no-shock-delivered messages were confirmed. The heartstart xl instructions for use (edition 7, publication number m4735-91900, page 12-8) states: ¿a no-shock-delivered message can be caused by poor skin contact or the pads are not properly connected to the patient.¿ as the device and pads cable passed performance verification testing, the remaining reason for the no shock delivered is patient impedance. The heartstart xl instructions for use (page 3-7) states: ¿impedance is the resistance between the defibrillator¿s pads or paddles that the defibrillator must overcome to deliver an effective discharge of energy. The degree of impedance differs from patient to patient and is affected by several factors including the presence of chest hair, moisture, and lotions or powders on the skin.¿ a no-shock-delivered message appears when the patient impedance is outside the acceptable range (25-180 ohms) for delivery of therapy. Note that the presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance. During the initial delivery of energy, the impedance is measured to ensure proper energy delivery to the patient. During this measurement, which is very small in time duration, some energy is delivered to the patient. This initial delivery of energy may in certain condition cause the muscular contraction noted. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator showed a no shock delivered message although the patient moved when the shock was attempted. The patient died. The patient was believed to be expired on arrival. The customer does not believe that the device behavior impacted the patient outcome